Event description:
The connector part of the powerpicc provena catheter is not well seated and unable to visualize the p-wave. An x-ray was required to verify placement.

Event description:
The connector part of the powerpicc provena catheter is not well seated and unable to visualize the p-wave. An x-ray was required to verify placement.

Event description:
The connector part of the powerpicc provena catheter is not well seated and unable to visualize the p-wave. An x-ray was required to verify placement.